Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had migrated inferiorly from the device pocket and had dislodged and right atrial (ra) and right ventricular (rv) leads. The leads were repositioned, the crt-d was sutured in the pocket, and the system remains in use. No patient complications have been reported as a result of this event.